Event description:
It was reported that the temporary pacing electrode catheter failed to pace the patient around 4.00 am in trauma room. The non-functioning catheter was removed and replaced with an identical one from different lot under existing anesthesia. The patient's pacing worked with the newly inserted one. There were no serious consequences for the patient or the user. It was mentioned that if the substitute was not available, then the possible serious consequences would be bradycardia, ventricular fibrillation and resuscitation.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. One sample (catalog # 006173p, 5f 110cm bipolar balloon pacing electrode) was returned in its original tray with packaging label. The label attached to the tray identified the sample as, item # 006173p lot # gffz2130. There was evidence of foreign matter on catheter; possibly from being used. The sample included the safety adapters inserted into each safety lead. The returned sample was tested for electrical resistance and was found to meet specifications for continuity requirements. The safety adapters were also tested for continuity; both were found to be working. The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labelling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. One sample (catalog # 006173p, 5f 110cm bipolar balloon pacing electrode) was returned in its original tray with packaging label. The label attached to the tray identified the sample as, item # 006173p lot # gffz2130. There was evidence of foreign matter on catheter; possibly from being used. The sample included the safety adapters inserted into each safety lead. The returned sample was tested for electrical resistance and was found to meet specifications for continuity requirements. The safety adapters were also tested for continuity; both were found to be working. The results of the electrical resistance test show the defect does not exist. Although the failure could not be reproduced, based on the risk document potential causes for the reported event could be, "device is stored in incorrect location due to optimizations or time-saving efforts; device performance is compromised". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the temporary pacing electrode catheter failed to pace the patient around 4.00 am in trauma room. The non-functioning catheter was removed and replaced with an identical one from different lot under existing anesthesia. The patient's pacing worked with the newly inserted one. There were no serious consequences for the patient or the user. It was mentioned that if the substitute was not available, then the possible serious consequences would be bradycardia, ventricular fibrillation and resuscitation.

Event description:
It was reported that the temporary pacing electrode catheter failed to pace the patient around 4.00 am in trauma room. The non-functioning catheter was removed and replaced with an identical one from different lot under existing anesthesia. The patient's pacing worked with the newly inserted one. There were no serious consequences for the patient or the user. It was mentioned that if the substitute was not available, then the possible serious consequences would be bradycardia, ventricular fibrillation and resuscitation.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although the specific cause of the event cannot be determined, potential root causes could be, "operator error, incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please ensure that the catheter is connected as recommended for pacing or measuring intracardiac electrograms." "This device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing." "Excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires." "Inspection instructions 1. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. 2. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temporary pacing electrode catheter failed to pace the patient around 4.00 am in trauma room. The non-functioning catheter was removed and replaced with an identical one from different lot under existing anesthesia. The patient's pacing worked with the newly inserted one. There were no serious consequences for the patient or the user. It was mentioned that if the substitute was not available, then the possible serious consequences would be bradycardia, ventricular fibrillation and resuscitation.